Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump wasn't working properly. Customer stated he previously had called for issues where customer was advised to remove the battery for a two hour period. Customer stated that the when the batteries were inserted, customer was setting the time and date when asked if it was correct the device would lock. None of the buttons would function. Customer stated the first time there was continues noise and none of the buttons worked. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. The customer is not returning the device for analysis.